Event description:
During a case, a skytron split leg accessory unlatched causing the accessory and the patient to fall onto the floor. No injuries were reported. The accessory was examined by the facility's biomed and the device was found to be in good working condition. The facility noted that a new staff member who did not have any experience with the accessory had attached it to the table. The staff has since been in-serviced on the accessory.